Event description:
Medtronic received information that during use of an arteriotomy shunt, it was reported that the shunt broke apart during the removal from the artery and it caused a reopening of the anastomosis to retrieve the piece. The piece was found. The device was used to complete procedure. Medtronic received additional information that the 1.25mm shunts from the same lot number were pulled as a precautionary measure. All portions of the shunt were present prior to use, two fine 1.5mm tip dietrich forceps were used to insert and remove the shunt. The plastic piece of the shunt was held for insertion and guided into the artery. The thread and plastic circle was held by the surgeon and a forceps was used to remove it. No excessive force was used during use. The surgeon is a long time user of the device. The device was used during coronary artery bypass surgery during the anastomosis. The product was inspected by the scrub nurse before it was given to the surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the device is broken. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.